Event description:
Related manufacturer reference number: 3006705815-2022-00351. It was reported the patient had the ipg replaced because it became non-functional soon after initial implant.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Using clinicians programmer, ipg system impedances testing was within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection.